Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information requested: what confirmation was received that the device was fully fired? No information did the device staple? Yes. Were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? No information. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No information if the device fully cut, were all tissue layers present in both donuts when inspected? No information.

Event description:
It was reported that during an open low anterior resection, the firing force was higher than expected. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.